Manufacturer narrative:
The customer reported receiving high control results that were outside the control range when testing eglu. There were no allegations of patient/user harm. The investigation concludes that an internal electrical defect was found, affecting only the amperometric port of the device. Based upon the customer complaint information, this complaint was not identified as a potential MDR upon receipt, however investigation of the returned device indicates that a report should be made. This report is being submitted at this time based upon the results of the investigation of the returned analyzer conducted 2/27/2020.

Event description:
The customer reported receiving high control results that were outside the control range when testing eglu. There were no allegations of patient/user harm.